Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of the minicap transfer set; further described as the sterile blue tip unscrewed from light blue section. The patient could not disconnect the patient line of the amia cassette from the female connector of the transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.